Manufacturer narrative:
A company rep examined the system and was unable to duplicate the reported problem. The reported system message was found in the system's event log. The air/fluid controller printed circuit board (pcb), power cables and communication cables were replaced for diagnostic measures. The system was then tested and met all product specifications. The air/fluid controller pcb is expected to return for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A surgical technician reported receiving an error code during a procedure. Technical services was contacted and helped, via telephone, to clear the system message and the procedure was completed. The system then displayed the same error code before the second procedure was started and was unable to be cleared. The second procedure was canceled after the patient had received general anesthesia.